Event description:
Caller reported that the cartridge was damaged, specifically in the cartridge shroud. It was noted that there was no adverse impact to the customer¿s blood glucose level. The caller managed to change the cartridge, successfully resuming insulin therapy, and the damaged cartridge was not available for return.